Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. Device passed a21 error test. No unexpected a21 alarm noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and up arrow button had issue. Troubleshooting was done for keypad anomaly and stated that time was advancing. Customer also stated that the insulin pump got unexpected restart alarm after inserting new battery. The reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.